Event description:
It was reported that syringe 10ml ll bns had a scale marking issue. " - 1 syringe without graduation".

Manufacturer narrative:
H.6. Investigation: one bag containing three loose 10ml syringes (p/n 301029), two loose 10ml printed barrels, and two broken 10ml plunger rods was received. The samples were visually evaluated. One sample was observed to be missing its entire scale except for one small ink smear closer to the flange of the barrel. One sample's barrel had several black and brown spots of embedded foreign matter near and on the flange. Another spot was also present near the 4 and 5 numerals. This foreign matter appeared to be degraded plastic. Two printed barrels were present without any components assembled to them. It is possible the two plunger rods that were received mangled and broken were originally assembled to these barrels. Potential root cause for the missing print defect is associated with the marking process. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had a scale marking issue. " 1 syringe without graduation"